Manufacturer narrative:
During pre-decontamination evaluation, a pin hole on the distal balloon shoulder was observed and leakage was confirmed. The investigation is ongoing.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. During visual analysis, a pinhole on the distal balloon shoulder was observed which confirmed the balloon leakage. No other visual abnormalities were found on the device. Due to the nature of the complaint, no functional or dimensional testing was able to be performed.there was no note of abnormalities on the delivery system during device preparation, suggesting that there was no issue with the device when removed from packaging. No information on the degree of calcification or tortuosity of the patient¿s anatomy was provided. Complaint history review suggests calcification may have contributed to the complaint event. During the thv deployment, the inflation balloon may have come in contact with calcified nodules, which may have caused the reported damage to the inflation balloon. While a definitive root cause is unable to be determined, available information suggests that patient factors (calcification) may have contributed to the complaint events.the following were reviewed for instructions/guidance for preparation and use of the devices. Balloon leakage: if delivery system balloon ruptures or leaks during deployment without thv embolization: do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system. No IFU/ training deficiencies were identified.during manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events.DHR review did not reveal any issues that could have contributed to this complaint event. Lot history review revealed no other complaints related to ¿balloon ¿ leakage.¿ a review of the complaint history from november 2018 to october 2019 revealed other returned complaints for ¿balloon ¿ leakage¿, but no manufacturing issues were identified. Review of complaint history revealed that the occurrence rate did not exceed the october 2019 control limit for the trend category ¿leakage.¿the complaint for ¿balloon ¿ leakage¿ was confirmed based on the condition of the returned device, but no manufacturing non-conformities were found in the returned device. Available information suggests that patient factors (calcification) may have contributed to the event. However, a definitive root cause was unable to be determined. A review of the relevant DHR, lot history, and complaint history revealed that it is unlikely that a manufacturing nonconformance contributed to the complaint events. Additionally, a review of manufacturing mitigations supports that the device has proper inspections in place in order to detect issues related to the complaint events. No labeling or IFU inadequacies have been identified and the trending category did not exceed the control limits. No corrective or preventative actions nor pra are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), after deployment of a 20mm sapien 3 valve in the aortic position using transfemoral approach, while deflating the commander delivery system balloon, blood inflow was observed in the inflation device. Although balloon rupture was suspected, the valve was sufficiently expanded and well secured in a proper position. Therefore, no additional action was required. There was no difficulty experienced during delivery system insertion and valve alignment.